Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse discovered that the reagent probe tubing was not properly connected. The cse cleaned and replaced the luminometer and ran quality controls, which were within acceptable ranges. The cause of the discordant tsh, ft3, ft4, folate, ata and vitamin b12 results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant thyroid stimulating hormone (tsh), free triiodothyronine (ft3), free thyroxine (ft4), folate (fol), anti-thyroglobulin antibodies (ata), and vitamin b12 results were obtained on multiple patient samples on an advia centaur instrument. The samples were repeated on an alternate advia centaur instrument, resulting as expected. The results were reported. There are no known reports of patient intervention or adverse health consequences due to the discordant tsh, ft3, ft4, folate, ata and vitamin b12 results.

Manufacturer narrative:
The initial MDR 2432235-2015-00344 was filed on august 17, 2015. Additional information (07/23/2015): this event occurred at a foreign customer's site.